Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error of stopped delivering. The customer¿s blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The customer was reported that the battery life was diminished, case was scratched. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no scratches was noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. (B)(4).